Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the facility had a safety issue with the powerloc needle and a member of the staff got stuck. 3/20/19 - additional information received from the facility stated, "nurse failed to use the safety device, poked herself in the finger. This incident was not a result of any safety device failure. The rn had labs taken for blood borne path exposure. No other additional medical treatment/prophylactic treatment was required or administered.